Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Access site complications (including hematoma and arteriovenous fistula) are listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Event description:
Furnkranz amd, bordignon s, konstantinou a, et al. Reduced incidence of esophageal lesions by luminal esophageal temperature-guided second-generation cryoballoon ablation. Heart rhythm. 2015;12(2):268-274. The source literature reported that vascular access complications occurred in 4 patients: groin hematoma in 1, and arteriovenous fistulas in 3, one of which required surgical intervention. All 4 patients recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.